Event description:
Journal reference: cilia et al. "Brain networks underlining verbal fluency decline during stn-dbs in parkinson's disease: an ecd-spect study" parkinsonism & related. The study evaluated patients with parkinson's disease preoperatively and 12 months after stn-dbs. Clinical and cognitive data were compared with 12 matched pd patients who had not undergone surgery. One patient developed hypomanic behavior following the start of dbs therapy. Outcome informed was not provided.

Manufacturer narrative:
Journal reference: cilia et al. "Brain networks underlining verbal fluency decline during stn-dbs in parkinson's disease: a study" parkinsonism & related.